Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, and active current measurements however the pump immediately seated at the beginning of the prime/seat test due to moisture damage on the force sensor. Unable to perform the rewind test, basic occlusion test, force sensor test, and occlusion test due to prime anomaly. The pump passed the displacement test and rewound properly. No device test failure fault noted. No moisture damage was also found on the electronic assembly however, found corroded motor home switch during visual inspection. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is unable to exit load reservoir process. The customer¿s blood glucose level was 112 mg/dl at the time of the incident. Advised the pump will need to be replaced. The insulin pump failed displacement test. The insulin pump will be returned for analysis.